Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed, and problems with autothreshold function was noted. A vhr episode was logged at the same time as a threshold search.

Event description:
It was reported vcm (ventricular capture management) series was leading to a pac (premature atrial contraction) which triggered a short vp to vp interval which in turn appeared to have been responsible for the start of a short run of nsvt (non-sustained ventricular tachycardia). It was also reported there were inconsistent ap-vp intervals. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.